Event description:
A caregiver (cg) contacted a baxter technical service representative (tsr) regarding a tina hemodialysis instrument that needs end to end disinfection, the dialysate culture was elevated. On (B)(6) 2010 product surveillance spoke with the cg who stated that she had been getting high culture levels on the machine when she tested it. She stated that she was unsure if it had caused any problems for the patient as the patient always feels bad. She stated that there was no medical intervention or hospitalization as a result of this incident. She stated that the patient continued therapy after the machine was disinfected. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device was serviced on site; however, the device evaluation is not fully complete. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The tina device was serviced by the baxter field service engineer (fse) at the customer location for the reported issue of needing end to end disinfection due to elevated dialysate culture. The fse did not confirm the reported issue. The device was tested and no problems were noted. The device meets all functional specifications, is operational, and ready for use. Based on the information obtained from baxter's investigation, the root cause was not determined. End to end disinfection was completed per customer request. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.